Event description:
On (B)(6) 2011, leica microsystems received a complaint regarding sub-optimal tissue processing from one (1) "12 hr sanritsu 40%" protocol comprising 150 cassettes, which started in retort a on (B)(6) 2011 at 17:49pm and completed on (B)(6) 2011, using peloris 11 tissue processor (B)(4). The tissue samples were not removed from the instrument until (B)(6) 2011. When notifying leica microsystems of this complaint, the complainant advised that 12 tissue samples were not diagnosable and unable to be reported. Leica microsystems has not received information as to whether re-biopsy of a patient(s) was required and/or has been performed.

Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. Configuration of the reagent stations differs markedly from the manufacturer recommendation. Specifically, there are no fixative reagent stations and methanol is used in reagents 1 to 8 inclusive. This configuration has been validated by the laboratory. It was considered that the absence of fixative reagent stations may lead to inaccuracy in calculation of reagent concentration by the peloris software, in the opinion of a leica senior scientist. Leica microsystems does not provide a manufacturer recommendation for the use of methanol as the dehydrating agent in xylene processing. The logs show that the protocol from which sub-optimal tissue processing was identified completed at 05:39am on (B)(6), and that the lid of the retort was not opened to remove the cassettes until 08:00 am on (B)(6) 2011. Leaving tissue samples in wax for a prolonged period after completion of processing is not a recommended practice. Review of the images from the customer by a leica senior scientist concluded that the images showed contamination of tissue with incompatible reagent, causing both the haematoxylin and eosin to leach out. This finding was considered to be consistent with either contamination of the methanol or incorrect concentration of the reagent in bottle 12. If reagent bottles were contaminated with water and/or excessive methanol, prolonged exposure to the final wax may have a severe deleterious effect on the tissue resulting in an outcome consistent with the images provided.